Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of peritonitis was not reported. The patient was initially treated with vancomycin and gentamicin for two days (no further details reported) for cloudy effluent. The patient was also treated with fortaz (no further details reported). Upon follow-up at the hospital, the patient experienced abdominal pain and catheter was not working well so the patient was sent to the emergency room for two days. It was reported that the patient's catheter was repositioned and they went home to continue antibiotic treatment. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.